Event description:
A malfunction alarm identified as malfunction code 3 was reported, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. The pump, which was still under warranty, was scheduled for replacement by customer technical support (cts). In the interim, the customer planned to use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address and provided instructions for storing the pump, which the customer acknowledged. The customer was also instructed to return the malfunctioning pump within ten days using a prepaid label.